Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the dilator accordioned and "roughly two centimeters" detached (along with the suture and needle at the end of it), outside the patient, when the physician was pulling through the mesh leg through the sacrospinous ligament. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.